Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4 (corrected), g3, g6, h2, h6, and h11 complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) did not deploy. The device was removed, and manual compression used to achieve hemostasis. There was no reported patient injury. The device was opened and prepped in the sterile field as per the instructions for use (IFU). The user was trained to the device. A non-cordis sheath was used. The user shuttled the sealant down to the unknown sheath and then shuttled back. The device was not returned for evaluation, as was initially reported and expected. The reported event of ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle, since there were no reports of resistance experienced while shuttling down or retracting the shuttle/sheath. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not deploy. The device was removed, and manual compression used to achieve hemostasis. There was no reported patient injury. The device was opened and prepped in the sterile field as per the instructions for use (IFU). He user is trained to the device. A non cordis sheath was used. The user shuttled the sealant down to the unknown sheath and then shuttled back. The device will be returned for evaluation.